Event description:
(B)(6) study. It was reported incomplete seal occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, the patient presented for the 45-day follow-up visit and the echocardiography report revealed an inadequate laa seal with the size of the largest residual jet around device at 6mm. There were no patient complications reported.

Event description:
Pinnacle flx study. It was reported incomplete seal occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, the patient presented for the 45-day follow-up visit and the echocardiography report revealed an inadequate laa seal with the size of the largest residual jet around device at 6mm. There were no patient complications reported. It was further reported that prior to the index procedure, 81 mg aspirin and 5 mg apixaban was administered. The patient was discharged the next day on aspirin and apixaban. Transesophageal echocardiogram (tee) on (B)(6) 2018 revealed a complete seal. On (B)(6) 2019, during 6-month follow-up, adequate seal of the laa was not achieved. On (B)(6) 2019, for 12-month follow up, the patient underwent tee which revealed incomplete laa seal with largest residual jet around device 5mm. On (B)(6) 2019, the patient was hospitalized. The patient had IV/im medication change/adjustment and a coiling procedure was performed to treat the leak. The event was considered resolved. On (B)(6) 2019, the patient was discharged on aspirin and apixaban. It was further reported that tee on 6 month follow up dated (B)(6) 2018 revealed unknown residual jet around device with no thrombus and pericardial effusion. On (B)(6) 2019, tee observations also included normal ventricular systolic function, mild left atrial enlargement, no thrombus on the closure device, 2 areas of persistent peri-device leak of 5mm, posterior mitral valve prolapses with mild mitral valve regurgitation, trace of aortic regurgitation and mild tricuspid regurgitation. On (B)(6) 2019, the subject was hemodynamically stable. It was further reported on (B)(6) 2019 the patient underwent a coil closure procedure. The patient was recommended to continue eliquis for long term.

Event description:
Pinnacle flx study. It was reported incomplete seal occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, the patient presented for the 45-day follow-up visit and the echocardiography report revealed an inadequate laa seal with the size of the largest residual jet around device at 6mm. There were no patient complications reported. It was further reported that prior to the index procedure, 81 mg aspirin and 5 mg apixaban was administered. The patient was discharged the next day on aspirin and apixaban. Transesophageal echocardiogram (tee) on (B)(6) 2018 revealed a complete seal. On (B)(6) 2019, during 6-month follow-up, adequate seal of the laa was not achieved. On (B)(6) 2019, for 12-month follow up, the patient underwent tee which revealed incomplete laa seal with largest residual jet around device 5mm. On (B)(6) 2019, the patient was hospitalized. The patient had IV/im medication change/adjustment and a coiling procedure was performed to treat the leak. The event was considered resolved. On (B)(6) 2019, the patient was discharged on aspirin and apixaban. It was further reported that tee on 6 month follow up dated (B)(6) 2018 revealed unknown residual jet around device with no thrombus and pericardial effusion. On (B)(6) 2019, tee observations also included normal ventricular systolic function, mild left atrial enlargement, no thrombus on the closure device, 2 areas of persistent peri-device leak of 5mm, posterior mitral valve prolapses with mild mitral valve regurgitation, trace of aortic regurgitation and mild tricuspid regurgitation. On (B)(6) 2019, the subject was hemodynamically stable.

Event description:
Pinnacle flx study. It was reported incomplete seal occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman flx laa closure device was successfully implanted with a complete seal and deployed device diameter of 24mm. Prior to the index procedure, 81 mg aspirin was administered and after the implant the patient was started on aspirin and oral anticoagulant. The patient was discharged the next day. On (B)(6) 2018, the patient presented for the 45-day follow-up visit and the echocardiography report revealed an inadequate laa seal with the size of the largest residual jet around device at 6mm. There were no patient complications reported. It was further reported that prior to the index procedure, 81 mg aspirin and 5 mg apixaban was administered. The patient was discharged the next day on aspirin and apixaban. Transesophageal echocardiogram (tee) on (B)(6) 2018 revealed a complete seal. On (B)(6) 2019, during 6-month follow-up, adequate seal of the laa was not achieved. On (B)(6) 2019, for 12-month follow up, the patient underwent tee which revealed incomplete laa seal with largest residual jet around device 5mm. On (B)(6) 2019, the patient was hospitalized. The patient had IV/im medication change/adjustment and a coiling procedure was performed to treat the leak. The event was considered resolved. On (B)(6) 2019, the patient was discharged on aspirin and apixaban.